Event description:
One pt with discrepant potassium and ast results, initial potassium result 7.9 mmol/l, repeated twice gave 7.3 and 3.9 mmol/l (different analyzer, same methodology); initial ast result 60 u/l, repeat 27 mmol/l. Erroneous results were not reported. The field service rep was unable to determine root cause, but noted he changed the electrode cartridge and ise reference solution, performance tests were performed which were within specification.